Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device indicates swg/ars resistance kinked.

Event description:
It was reported that at insertion of swg (spring wire guide) through ars(syringe), the swg got stuck and would not advance. A new kit was used.

Manufacturer narrative:
Qn#(B)(4). The customer returned a single guide wire assembly for evaluation. The guide wire was returned fully retracted within the advancer tube and showed evidence of use. The arrow raulerson syringe (ars) was not returned. The guide wire was observed to be kinked with offset coils towards the distal end of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kink and offset coils in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 15 and 17 mm from the distal tip. The length and overall diameter of the guide wire was measured and was found to be within specification. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and ars and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked with offset coils towards the distal tip. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that at insertion of swg (spring wire guide) through ars(syringe), the swg got stuck and would not advance. A new kit was used.